Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a low battery icon from her freestyle lite meter. Adc customer services trained customer to replace her meter battery. Customer also reported she had to go to a health care facility because her glucose level was either being too high or low. Customer further reported experiencing symptoms of stress and loss of consciousness. Customer reported going to a health care facility where she was diagnosed with severe hypoglycemia and treated with insulin. It is unknown if the reported insulin medication was for her hypoglycemia diagnosis at the health care facility. Adc customer services made multiple attempts for clarification but without any success. There was no report of death or permanent impairment associated with this event.